Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's motor blower assembly was replaced to address the issue. In addition of the above evaluation, the following parts were also replaced in accordance with replacement of the motor blower assembly: stirring fan foam, 43 micron filter. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was upgraded, which was not related to the malfunction/issue.